Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device was providing an intermittent invasive blood pressure (ibp) reading, the screen displayed 'poor signal' and 'disconnected'. The reading was very low and inaccurate. There was patient involvement, another device was available to monitor the patient showing stable blood pressure, therefore, there was no health consequences or impact.